Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), h3: analysis of the 97745bp battery pack (s/n (B)(6) revealed that the primary complaint was unable to be verified. However, the battery was scrapped due to damaged label. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was software problem: 1-intellis; 2-3.6; 3-1546; 4-appmanager.c. The controller then shut off and died. Patient (pt) was about to charge the implant last night and got software problem and then the controller went blank. Instructed pt to reset the controller. Controller did not power up. Instructed pt to take the battery out and plug in the controller. The screen came on. Pt put the battery pack in there but there was no green blinking light with the battery. The power supply had the green light. Had pt use aa batteries and the controller powered on with batteries. Pt saw no damage. Issue was not resolved. A replacement battery pack was sent out to the patient. No symptoms were reported. Additional information was received. It was reported that this battery pack doesn't seem to hold a charge as long as the previous one did and they would like another one. Caller stated that the battery drops all the way from 100 to empty when charging the implant. Agent reviewed a full battery charge is only expected to last one implant charge session but caller stated this one is definitely weaker than the one they had before and they think a replacement would resolve. A replacement battery pack was sent out.